Event description:
It was reported that the colonovideoscope had a yellow foreign material stuck in the suction port. The issue was found during reprocessing and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.